Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the patient said the ins battery had not depleted since yesterday. The patient said it was odd that the ins had not gone down. The patient said they would go through the ins battery really quickly. The patient said they know something was wrong and they needed to make a move, which is why they wanted to know when their package would be delivered. The patient had not charged their ins since yesterday. The patient said they needed to make a move and if the ins was out it would need to be replaced. The patient said something was wrong because the ins battery was not depleting. There were no further complications reported.